Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was pinched during an operation. It was noted that the patient experienced muscle stimulation in their pocket. It was also noted that the pacing lead was fractured, had low impedances, high thresholds, undersensing and failure to pace. The lead was reprogrammed unipolar and remains in use. No further patient complications have been reported as a result of this event.